Event description:
A customer observed false negative vitros hbsag result from a single pt tested on a vitros eci analyzer. The same pt sample produced a reactive result on a competitive system. False negative results may lead to inappropriate physician action. The false negative vitros hbsag result was not reported outside the lab. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eci did not operate as intended. The investigation determined that the pt sample produced negative vitros hbsag results on both the customer's vitros eci as well as a vitros eci at an alternate site. However, the true classification of the pt sample in question is considered to be hbsag reactive. The root cause of the false negative vitros hbsag result could not be determined, however, an unk sample interferent or mutant form of the (B)(6) could not be ruled out.